Event description:
The lead was explanted when high threshold was observed, and attempts to reposition were unsuccessful. The patient was in good condition after event. The lead will not be returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.